Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the guidewire lumen split about 2-3 mm when the autotome cut the duodenal papilla. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the guidewire lumen split about 2-3 mm when the autotome cut the duodenal papilla. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted, the exposed cut wire was bent, and the extrusion at the proximal pierce hole was melted/split. The guidewire lumen was intact and not ripped or torn. Based on these results this is no longer a reportable event. The proximal pierce hole was melted/split and elongated to 3 mm in length, causing the cut wire to slide proximally from the proximal pierce hole and increasing the exposed cutting wire length to 22 mm. Functional evaluation found that the device would bow to 90 degrees, but the bowing was not in plane due to the condition of the distal tip/cut wire. The guidewire lumen was found to be intact and not ripped or torn. The investigation was unable to confirm the reported complaint that the guidewire lumen was split. The device history record review found the device met all manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.